Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verioiq meter displayed inaccurately high results compared to the patient's feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained a follow-up call with the patient. The patient claimed that the meter's readings "have always been a little high." She reported that on (B)(6) 2016, she obtained blood glucose results on the subject meter of 13.8mmol/l at 6:16am, 2.8 mmol/l at 11:34am, and an alleged inaccurately high result of "23.5 mmol/l" at 4:26pm. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She claimed that straight after the 4:26pm reading of 23.5 mmol/l, she administered an increased dose of 30 units of novorapid insulin. She claimed that just before 8pm on (B)(6) 2016, she started to feel "very hot, funny and shaky" which she associated with hypoglycemia and at 8:07pm she "fainted and collapsed." She reported that at 8:47pm, her husband tested her blood glucose level using the subject meter and obtained a result "1.8 mmol/l" and he contacted the ambulance service. The patient reported that a blood glucose test was performed using the emergency service/hospital meter but she was unable to provide the result obtained. She reported that she received IV glucose from paramedics. During hospitalization, the patient reported that she received further blood tests (awaiting results) and blood sugar readings; however, no information re times or meters was provided. The patient also indicated that 3x ECG tests were carried out by paramedics/doctors, along with a chest x-ray which discovered a potential heart murmur. During troubleshooting, the csr established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. The reporter was unable or unwilling to perform a control solution test to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high result with the subject meter, administered increased medication based on the result and reportedly developed symptoms suggestive of an acute diabetes excursion which required hcp intervention, after the alleged inaccuracy issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the reported issue could not be confirmed; however a secondary issue of vial over labeled by a third party was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.